Event description:
Boston scientific received information that this right ventricular lead exhibited noise, oversensing, pacing inhibition for less than two seconds of asystole and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch feature. The patient experienced lightheadedness. An invasive procedure was performed. Upon removing the device from the pocket, the lead terminal pin was observed to not be fully inserted into the device header. The physician elected to explant and replace the lead. No additional adverse patient events were reported. This report will be updated should additional information be received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.